Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('the right essure device was visualized protruding near the serosa of the patient¿s right fallopian tube') and device breakage ('in the left interstitium of the tube is a 3 mm hyperechoic focus suspicious for an essure\fragment. In the right interstitium is a 5 mm echogenic double line suggestive of a fragment of an essure coil') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included heart murmur, anxiety, uti, c-section, vaginal discharge and candida infection. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic salpingectomy and removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and fallopian tube perforation outcome was unknown. The reporter considered device breakage, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: the right essure device was visualized protruding near the serosa of the patient¿s right fallopian tube and the decision was made to start with this side. As per mr: on (B)(6) 2019: procedure: 1. Diagnostic hysteroscopy. 2. Laparoscopic bilateral salpingostomy with removal of bilateral essure devices. On (B)(6) 2019: patient s/p essure removal now sip bilateral salpingectomy and hysteroscopy operation/procedure performed: hysteroscopy and bilateral salpingectomy root operation: salpingectomy and removal of essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2019: 1. Endometrium - homogenous. Measures 4.5 mm consistent with day of cycle. 2. Myometrium - mildly heterogenous with asymmetric thickening and blurring of the endometrial/myometrial borders. Adenomyosis suspected. No fibroids visualized. 3. Essure - in the left interstitium of the tube is a 3 mm hyperechoic focus suspicious for an essure fragment. In the right interstitium is a 5 mm echogenic double line suggestive of a fragment of an essure coil. These were imaged both on 20 and 3d images. 4. Bilateral ovaries appear sonographically normal with follicles. 5. Cul-de-sac - small amount of simple fluid visualized. 6. Pain mapping - per sonographer, the patient was not tender on today's exam. Pelvic organs are mobile and both ovaries have normal doppler blood flow. Fu: consider kub for confirmation of presence of metal in pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: medical record received: previously reported event ¿medical device removal¿ replace with new event. New event were added: chronic pelvic pain and reporter information were updated. New event added: device breakage and fallopian tube perforation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('the right essure device was visualized protruding near the serosa of the patient¿s right fallopian tube') and device breakage ('in the left interstitium of the tube is a 3 mm hyperechoic focus suspicious for an essure\fragment. In the right interstitium is a 5 mm echogenic double line suggestive of a fragment of an essure coil') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included heart murmur, anxiety, recurrent uti, c-section, vaginal discharge and candida infection. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic salpingectomy and removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation and device breakage outcome was unknown. The reporter considered device breakage, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: the right essure device was visualized protruding near the serosa of the patient¿s right fallopian tube and the decision was made to start with this side. As per mr: on (B)(6) 2019: procedure: 1. Diagnostic hysteroscopy. 2. Laparoscopic bilateral salpingostomy with removal of bilateral essure devices. On (B)(6) 2019: patient s/p essure removal now sip bilateral salpingectomy and hysteroscopy operation/procedure performed: hysteroscopy and bilateral salpingectomy. Root operation: salpingectomy and removal of essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2019: 1. Endometrium - homogenous. Measures 4.5 mm consistent with day of cycle. 2. Myometrium - mildly heterogenous with asymmetric thickening and blurring of the endometrial/myometrial borders. Adenomyosis suspected. No fibroids visualized. 3. Essure - in the left interstitium of the tube is a 3 mm hyperechoic focus suspicious for an essure fragment. In the right interstitium is a 5 mm echogenic double line suggestive of a fragment of an essure coil. These were imaged both on 20 and 3d images 4. Bilateral ovaries appear sonographically normal with follicles. 5. Cul-de-sac - small amount of simple fluid visualized. 6. Pain mapping - per sonographer, the patient was not tender on today's exam. Pelvic organs are mobile and both ovaries have normal doppler blood flow. Fu: consider kub for confirmation of presence of metal in pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.